Event description:
Thermage. New procedure with lower settings multipass technique. I have light tip-shaped scarring all over my face. I am experiencing lipoatrophy from fat necrosis. Facial muscles visible and folding skin. I did not have my forehead done. The damage is on my entire face from the eyes to the chin.